Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for diabetic ketoacidosis with high blood glucose. Customer had symptoms of vomiting and nausea prior to the hospitalization. No troubleshooting was performed.